Event description:
It was reported that a small volume infusor overinfused. The device had been filled with fluorouracil and 5% dextrose solution (drug concentration 2650mg (28.8 mg /ml)) to a total fill volume of 92 ml. The reporter stated that the expected therapy time was 46 hours; however, the infusion completed in 30 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured november 21, 2013 to november 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.